Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a cracked case near the display window corners and moisture damage to the keypad traces were noted during the visual inspection.

Event description:
It was reported that the customer was continuously receiving no delivery alarms. Customer also had issues with the up and down buttons not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer took an injection prior to calling to stop her blood sugar from rising. Customer stated that this is the 4th time today that she has called for no delivery alarms. No further assistance needed.